Event description:
Customer reported corrupted files on the hard drive. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and erased corrupted files from hard drive. System operates as intended.